Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's hearing impression with the device suddenly became worse around beginning of (B)(6) 2016. External parts have been changed but with no improvement to hearing. No specific trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing impression with the device has become worse. External parts have been changed with no improvement to hearing.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient's hearing impression with the device has become worse. External parts have been changed with no improvement to hearing. No specific trauma has been reported. Re-implantation was suggested by clinical support but there are no plans for a revision surgery.